Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient for the treatment of cystocele during a procedure performed on (B)(6) 2008. As reported by the patient's attorney, the obtryx halo device was removed on (B)(6) 2009 due to obstructive uropathy. Boston scientific has been unable to obtain additional information regarding the event to date.